Event description:
While using a byte night aligners, patient reported that the upper aligner is hurting their tongue. They have filed the edge but is still sharp. Advised the patient to smooth out the sharp edges a bit more and give an update. Also, provided ww tips.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.